Manufacturer narrative:
\ The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A sales rep reported a fundamental energy beam path error. Energy was below limit during a lasik procedure. Upon follow up, surgery was aborted halfway through the procedure. Incomplete flap was reported and procedure was completed on a different day.